Event description:
The 60 degree suture passer tip became disengaged from the suture passer handle after passing suture and upon withdrawal of the tip during an arthroscopic rotator cuff repair. The surgeon converted to an open procedure, retrieved the suture passer tip and completed the rotator cuff repair. The surgeon did not use a cannula but chose instead to pass the passer tip directly through the lateral portal.